Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon received for evaluation. During visual testing, the catheter shaft at distal side of strain relief was observed torn. Saline residue was noted at the distal end of strain relief. No other anomalies were noted. Due to the nature of complaint, no other functional testing was performed. Therefore, the investigation is confirmed for the identified catheter shaft tear and reported leak as a tear to the catheter shaft was noted from which leak could have occurred. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in superficial femoral artery via contralateral approach, the drug-coated balloon allegedly leaking from the hub. The procedure was completed using another device. There was no reported patient injury.